Manufacturer narrative:
Multiple troubleshooting procedures determined the nozzle, part number 7-205228-02, was the likely cause of the incident. The customer replaced the part resolving the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer stated that falsely decreased calcium results were generated for two patient samples tested on the alinity c processing module. Results for one patient were provided. Sid (B)(6): initial result of 5.6 mg/dl retested at 9.8 and 9.6 mg/dl. No adverse impact to patient management was reported.